Manufacturer narrative:
(B)(4). Batch number ==> p5500t. Investigation summary ==> the ec45a device was received for analysis with no visual non-conformances and with an ecr45w cartridge loaded in the device. The cartridge reload was received partially fired 1/10. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as the device closed and opened as intended. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify: ¿would not open or cut¿? What troubleshooting steps were attempted to open the device? Did the jaws eventually open? Did the device deploy any staples at all when it would not cut?

Event description:
It was reported that during a laparoscopic appendectomy procedure the device would not open or cut while grasping the appendix. It was unknown how the device was removed from the patient. Procedure was completed with another device of the same product code. There were no patient consequences reported.